Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the capacitors on the motherboard, power switch and power supply. System was calibrated and safety tested to factory's specifications.